Event description:
It was reported that the user experienced a low blood glucose after making a lunch meal announcement that delivered 11 units of insulin for a dinner meal that only consisted of chicken broth, resulting in a hypoglycemic event managed with oral carbohydrate intake (soda). Troubleshooting included education on correct meal announcements and avoidance of pausing insulin delivery to treat low blood glucose. Symptoms included low blood glucose with values reported at 65 mg/dl and later reported at 68 mg/dl and rising by the end of the call. Outcomes included self-treatment with oral glucose and continued monitoring, with no hospitalization. Customer care provided user counseling on appropriate meal entry and insulin use. Investigation of this case revealed user error related to incorrect meal announcement and a mismatch between announced meal and actual intake, consistent with use-related error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect meal announcement leading to excess insulin relative to carbohydrate intake.